Manufacturer narrative:
The d6a implant date was incorrectly reported on the initial submission, as the automated impella controller is not implanted in the patient.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Related report number. This is one of two device reports associated with event. Refer to h10 for the related report number(s).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The user facility reported 16 year old male with an impella pump due to cardiomyopathy. It was reported that position unknown, impella in aorta, and impella in ventricle erroneous alarms occurred on the console (aic) while motor current was pulsatile. Left-ventricle (lv) placement signal looks more like "artifact" than organized and is not super imposed on the aortic (ao) waveform. Patient remains on support.